Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.25x32mm promus premier¿ stent was advanced to treat the target lesion. However, during procedure, the stent would not advance through the guide and was bent in the process. No patient complications were reported and the patient was okay.